Manufacturer narrative:
Device is expected for evaluation but has not been recieved yet.

Event description:
Tip of deivce broke off during a rotator cuff repair. X-rays taken confirmed the tip to be in the patient and was not removed. Surgeon states that the tip is in tissue. Surgery delayed over 30 minutes. Hospital has not reported any patient injury. This deivce is used for treatment.